Event description:
Revision surgery was performed on (B)(6)2024 due to previous surgical error. Cta head was not properly seated to the humeral body. Issue was not noticed until post-op x-ray. Previous surgery is unknown, as well as complete information of original implant. During revision the pre-existing cta head and humeral body were removed, and new humeral body trauma medium (pn (B)(4)), adaptor taper neutral (pn (B)(4)) and cta head dia 46mm (pn (B)(4)) were implanted as troubleshooting. Surgery was completed as intended. The event occurred in the united states.

Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and analysis. No review of manufacturing records for complained parts can be performed either since product information is unknown. No x-rays nor pictures of explanted components were provided either. Based on information provided by complaint source, event is most likely related to a surgical error during original surgery, rather than a device malfunction. Taking into account the involved product family, no adverse trend has been identified for reported issue in the last year. According to investigation carried out, no corrective action is needed for this event. If any additional information is received that would change or alter any conclusion, a supplemental report will be filed accordingly. The manufacturer will continue monitoring the market in order to detect any similar event.